Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was protruding out of the catheter. The target lesion was located in the moderately tortuous internal left iliac artery (iia). A 10mm x 40cm interlock¿-35 was selected for embolization. During the procedure, a 4.5f non bsc sheath was introduced and the coil was attempted to be deployed to the target area with continuous flushing; however, it was noted that the interlocking arm had already detached in the catheter. The coil was removed from the patient's body together with the catheter where it was observed that a coil was protruding from the catheter's tip. The procedure was then completed with another of the same device. No patient complications reported and the patient's status was good.